Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels nearly 300 mg/dl while wearing the pod. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (arm). Bruising at the site was also reported. As treatment, insulin was delivered.